Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: b5. D4, d10. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. B5 - number of parts d9.

Event description:
Additionally, upon tightening a parallel connecter, a t15 screwdriver was also stripped. This is report 2 of 5 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: a shr was performed on the serviceable device and it was found that the device was manufactured on 27-sep-2016. A manufacturing related potential cause was not suspected, therefore, per franchise complaint product investigation procedure no manufacturing record evaluation is required. Visual inspection: the t-handle w/ratchet-wrench (part # 03.620.061, lot # 6652120-05) was received at us customer quality (cq). Upon visual inspection it was observed that the internal component of ratchet end was broken. No other visual defect is identified. Service and repair history: the previous service event for part number 03.620.061 with lot number(s) 6652120 has been reviewed. The customer called in a service request for this item on 27-may-2021 for wasn't torquing. The item was previously returned for service on 30-mar-2018 due to end of service life. The previous service condition of end of service life is not relevant to the current complained issue of wasn't torquing. The manufacture date of this item is 27-sep-2016. The service history review is unconfirmed. Service and repair evaluation: the customer reported the torque limiter 10nm, wasn't torquing. The repair technician reported the torque test failed; the device is broken. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. Device failure/defect identified? Yes. Dimensional inspection: a dimensional inspection as internal components of ratchet are inaccessible without damage to the device. Document/specification review: based on the date of manufactured, the current and the manufactured drawings were reviewed: current & manufactured. Complaint confirmed? Yes, as the internal component of ratchet end was broken. Hence, confirming the allegation of device not torqueing. Investigation conclusion: the overall complaint was confirmed for the received t-handle w/ratchet-wrench (part # 03.620.061, lot # 6652120-05). Although no definitive root-cause can be determined it¿s possible that the device might have experienced unintended forces during use/handling. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Event occurred on an unknown date in 2021. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a j&j employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date in 2021 during a spinal surgery revision, one (1) torque limiting ratchet handle wasnt torquing correctly during final tightening which led to the stripping of three (3) screwdrivers. The surgical outcome are unknown. There was no patient consequence. Concomitant device reported: unk - locking/set screws (part# unknown; lot# unknown; quantity: unknown). This report is for one (1) 10nm torque limiting ratchet handle-6mm hxc. This is report 2 of 4 for (B)(4).